Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel perforation occurred. The target lesion was located in the obtuse marginal (om) coronary artery. When the apex monorail balloon was inflated, it perforated the vessel and the patient had a bleed out. The physician placed a non-bsc drug coated stent to treat the bleed. No additional patient complications were reported. The patient survived and their current status is listed as "ok". Additional information was requested, but was not released.

Manufacturer narrative:
It is unconfirmed if the monorail balloon was size 2.0x20mm or 2.5x20mm. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determined the root cause of this event. Should further relevant information become available; a supplemental medwatch report wil be filed.